Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non malignant pain. It was reported that while charging the ins battery was not incrementing. The patient indicated that they connect the recharger to the ins and all 8 coupling boxes are filled and ins battery is flashing 1 bar. It was reported the recharger was not charging the ins. If the patient leaves ins to charge for hours it won't fill but if they leave it to charge overnight it slowly fills. The patient has been turning the ins off to avoid discharge so legs have been hurting from ins being off. No further complication reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from the follow up letter sent to them. The patient indicated their recharger was bad which was the cause of implant taking longer to charge. The patient reported they got a new recharger which resolved their issues. Patient's weight at the time of event was (B)(6).